Manufacturer narrative:
As the product was not returned, we were not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications, we do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use requiring corrective action. It was also noted there was no difficulty experienced navigating the device during the procedure. We will continue to closely monitor the performance of this product for any significant trend.

Event description:
Assesment was undertaken of the pt's right coronary artery, which was diffusely diseased with one or two focal lesions. The ffr assessment was undertaken as per usual and the ffr value was 0.88, the wire was therefore, removed from the vessel and a last contrast injection was undertaken to create an angiogram of the vessel. On this angiogram a dissection was shown at one of the focal lesions. The doctor stated that any of the wires used during the procedure could have caused the dissection and also noted that pressure wire that was used had navigated very nicely into and down the vessel. The dissection was stented and the pt was discharged as per normal protocols the next morning.